Event description:
Country of complaint: (B)(6). Thread breaks.

Manufacturer narrative:
Manufacturing site evaluation: samples received: five samples were received in original packaging. Stock verification: stock were verified. There are no available units of the product code and batch code in stock. No other complaints for this material / batch code are reported; (B)(4) units of this batch code were manufactured and distributed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Tested the knot pull tensile strength of the samples received and the results fulfill the OEM requirements. Final conclusion: complaint is not justified. Corrective / preventive actions: not applicable.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.